Manufacturer narrative:
The event took place outside the united stated (in france) and was associated with a product that is also cleared for the market in the united states.

Event description:
The patient was revised due to loosening on (B)(6) 2023. The implantation date was on (B)(6) 2023. An anchor base was explanted. A humeral spacer,a cup, a screw and a stem were implanted.